Event description:
The customer reported that one of her blood glucose readings was not stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter (serial # (B)(4)). The meter was investigated in-house. It switched on as expected. No anomalies were found in the customer service mode of the meter. Three control tests were run using the returned meter with in-house contour next control solution and contour next test strips, which gave satisfactory performance.